Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And during the evaluation, additional failures observed the led white has low intensity, pca burned, iso port, outlet seal and heater plate contaminated. The customer complaint was not reproduced. There was multiple error has been identified. The device was scrapped.

Manufacturer narrative:
In previous report model, catalog, serial number and manufacture mentioned wrongly, in this report captured correctly.